Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 79-year-old female patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported when removing the peel-away sheath and advancing the repositioning sheath, medical staff inadvertently advanced the cp too far into the left ventricle. The cp then folded back on itself, creating a kinked cannula and a pump failure. Medical staff then replaced the cp with another one. The patient survived the event.

Manufacturer narrative:
The investigation for the cannula kink has been completed. The impella device was not returned for evaluation. However, clinical details were sufficient to determine the root cause. The cause of the product damage (cannula kink) issue most likely was use related issue due to improper technique as impella was inadvertently advanced too far in the left ventricle and folded back on itself while attempted to reposition.